Event description:
Procedure type: low anterior resection. According to the reporter: after the device was applied, a leak was detected during air leak test. The surgeon noticed that there was no distal donut and during colonoscopy, it was seen that half of the distal donut remained in the colon. It was also observed that a couple of staples were not formed, which may have caused the leak. An ileostomy was performed to complete the procedure.